Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels between 30-34 mg/dl. Suspected cause of low bg was due to settings requiring adjustments. A nurse provided assistance and the customer consumed carbohydrates and glucose tablets to initially address bg. Reportedly, the customer was admitted to the emergency room (ER) and treated with a "g5 kit" for the low bg. The customer was released with the issue resolved and no permanent damage. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.